Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated with thermage on the neck. During the treatment, the thermage system continued to send notices that the tip was too warm. After the treatment, a mask was applied and there was mild residual redness and the patient felt comfortable with no pain noted. The patient came in for a follow-up one week after treatment and noticed that there were first and second degree burns in a few areas around the neck. The patient was given some creams to hasten the healing process.

Manufacturer narrative:
The treatment tip was not returned for evaluation. An evaluation of treatment data card showed the following errors occurred during treatment: treatment tip missing or disconnected, underforce during post cool, tip lifted/tilted during rf, tip temperature too warm, temperature limit exceeded, force too high when button pushed, and max treatment tip reps have been used. If errors occur during treatment, the rf delivery is stopped and the system will display text instructions for the operator indicating what action may be required to resolve the issue. A device history records review was not possible due to no valid lot/serial number provided. The reported adverse event is a known procedure complication of thermage treatment. Burns, blisters, scabbing, and scarring are known possible patient reactions to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation.